Event description:
It was reported that the patient underwent an elective laparoscopic cholecystectomy procedure on (B)(6) 2013 and returned to theatre on (B)(6) 2013, following increase in abdominal pain and drainage of bil. Patient transferred to another hospital for ercp on (B)(6) 2013, for ongoing bile leak. Device has been discarded.

Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Information is unavailable; device was not returned for evaluation. Attempts are being made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Where there any clip formation issues identified in the initial procedure? How many clips were used in the initial procedure? What was the observed appearance of the clips in the second (ercp) procedure? What is the current patient condition? The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.